Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode. The implantable pulse generator (ipg) exhibited possible pacing inhibition due to noise. The left ventricular (lv) lead exhibited loss of capture. It was additionally noted that the lv lead was attempted to be implanted in the his but could not be and was ultimately placed in the high septum. The device and lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.